Manufacturer narrative:
Product analysis: the hawkone device was returned to medtronic investigation lab for evaluation. The device was returned connected to the cutter driver. No ancillary devices were returned. Visual inspection of the returned device shows damage to the strain relief with the rubber part slightly lifting from the device. Visual inspection of the tip assembly shows no damage noted. Damage is noted to the catheter shaft with the torque shaft separating from the strain relief. The cutter returned inside the cutter window. It was not possible to advance the cutter into the housing which is most likely due to the damage noted on the strain relief and catheter shaft. No damage was noted to the metal housing, distal tip, housing or guidewire lumen. Due to the condition of the returned device no functional testing could be carried out. If information is provided in the future, a supplemental report will be issued.

Event description:
The second hawkone was noted to have damage from strain relief on the shaft and a lot of resistance was noted when advancing/retracting the cutter in/out of the housing. Blood is noted on the distal tip assembly of the second hawkone. No further injury reported.